Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when preparing to replace the ureteral stent for the patient during the operation on (B)(6) 2023, the doctor opened the new package and found that the front end of the ureteral stent was broken and could not be used. The doctor had to replace the ureteral stent with a new one.

Event description:
It was reported that when preparing to replace the ureteral stent for the patient during the operation on (B)(6) 2023, the doctor opened the new package and found that the front end of the ureteral stent was broken and could not be used. The doctor had to replace the ureteral stent with a new one.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted (B)(4) photo samples received. First photo sample shows product packaging indicating contents of kit, size of catheter, and material number. Second photo sample shows top view of stent with bottom pigtail separated from the rest of the catheter. Therefore, product does not meet specifications. Although an exact root cause could not be determined a potential root cause could be material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions: improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.